Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 24mg/dl. The customer's most current level was 125mg/dl. The customer treated the lows with food. The customer had hypoglycemic event. The nurse was advised to have customer call back in order to troubleshoot the device.